Event description:
A falsely elevated potassium (k) result was obtained on a patient sample from a dimension exl with lm instrument. The falsely elevated result was not reported to the physician(s). The patient sample was repeated on an alternate instrument, recovering lower. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that a falsely elevated potassium (k) result was obtained on a dimension exl with lm instrument when the instrument flagged "insufficient/excess imt diluent in port" errors. The customer indicated that quality controls (qc) were within acceptable ranges at the time of the event. The integrated multisensor technology (imt) port and diluent syringe were replaced. A siemens customer service engineer (cse) was dispatched to the customer's location. The cse replaced the tower, tubing, rotary valve, and port. The imt was cleaned and conditioned. The pump rate was adjusted. Then, the pump panel valves were replaced. The imt was successfully calibrated multiple times and was conditioned. A diluent check (dilchk) was successful. Patient samples were tested on the instrument and the results compared acceptably to results from an alternate instrument. The cse then observed that every other calibration failed. As a result, the cse ran a super-conditioning procedure on the imt, and the instrument was fully functional upon departure. The cause of the elevated k result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2022-00116 on 06-may-2022. Corrected information (14-may-2022): the initial report indicated that the customer service engineer (cse) replaced the tower, tubing, rotary valve, and port. The cse actually replaced the tower tubings and rotary valve port. Additional information (14-may-2022): siemens further investigated the issue and determined the maintenance performed by the cse was part of normal troubleshooting. No other issues have been reported by the customer since the service visit. The instrument is performing according to specifications. No further evaluation of this device is required.